Manufacturer narrative:
(B)(4).

Event description:
A possible cerebrospinal (csf) leak was reported. Patient experienced headaches. An indium study was done (date unknown). Imaging showed a disconnected catheter. The pump was set to minimum rate and the patient was awaiting a catheter revision. The device infused morphine 5mg/ml, 1.6 mg/day. Additional information was requested, but was not available as of the date of this report.